Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2018-04431, 0002648920-2018-00646. Concomitant medical products: liner std. 32 mm i.d. O.d. Size e use with hgpii 52 mm o.d. Shell, item# 32673200501, lot# 62781209. Femoral head 32 mm diameter long 14 mm neck length, item# 00902603400, lot# 63035598. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned because it remains implanted. Review of operative notes dated confirm that the patient underwent closed reduction of the hip due to recurrent dislocations. Device history record (DHR) review was unable to be performed as the item number and lot number of the device involved in the event is unknown. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient¿s left hip was revised approximately one month post implantation due to dislocation. The acetabular component was found to be well fixed but the locking tabs on the original hg shell implant were found to be missing or broken. No further information is available at this time.